Event description:
The customer contact reported loss of suction. It was reported that during testing of the device after suction had been on for several hours, the nurse heard air leaking. At this time a crack measuring 3cm to 4cm were noted in the liner lid, subsequently loss of suction was noted. Though requested no additional information was provided.

Manufacturer narrative:
The device was received on 06/25/2009. Investigation is not completed. (B) (4). (B) (4).